Manufacturer narrative:
The device has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.

Event description:
It was reported that catheter broke upon removal after injection of onyx, the broken segment remained in the patient. No patient injury reported.